Event description:
It was reported that the user experienced a hypoglycemic event of unknown cause, after which the event was treated with rapid-acting carbohydrates; no device-specific problem or component issue was identified due to insufficient information. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication attempts with the user and analysis of information available from user or third-party sources. Investigation of this case revealed no findings available, and device problem and component details remained insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.